Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels intermittently. He switched to his backup infusion device and his blood glucose levels returned to normal. No adverse event was reported. The infusion device was requested to be returned for product evaluation.